Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during pre-use check. Our field service engineer investigated the ventilator on site and replaced the expiratory pressure transducer printed circuit board (pcb). The pcb was returned for further investigation simulated use testing of the returned expiratory pressure transducer passed the performed pre-use check. No abnormal found during ventilation for 24 hours. After ventilation, the device passed another pre-use check. It was not possible to reproduce the reported issue. However, it was noticed by a microscopic investigation that the sensor cavity was almost blocked with dirt and particles which can lead to wrong pressure measurements. Moreover, it was noticed that the ee-prom memory was corrupted. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.

Event description:
Manufacturers ref: # (B)(4).